Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed the sheath was kinked and the imaging window was twisted and entangled with a guidewire. Microscope inspection also revealed that guidewire exit port and tip were in good condition. Impedance test shows an electrical open at proximal end of the catheter 130-140 cm from the distal housing. Based on the evidence, the as reported code of image lost is confirmed.

Event description:
Reportable based on device analysis completed on 17 apr 2024. It was reported that visualization issues occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image blacked out. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging widow was twisted.